Event description:
It was reported that the ilet bionic pancreas displayed repeated restart issues with a white, unresponsive touchscreen, and the user referenced power-related alerts consistent with 66, 67, and 68 while restarts via the mobile app were unsuccessful; a replacement device was arranged and the original is pending return for evaluation. Symptoms included loss of device usability due to an unresponsive display. Outcomes included interruption of insulin pump therapy requiring device replacement. Investigation included review of the reported alerts and device behavior, verification of shipment of a replacement, and plans for return analysis. Investigation of this case revealed a suspected internal power regulation fault associated with host and boost voltage irregularities and a failed or nonresponsive display interface consistent with a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure affecting power regulation and display functionality. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.